Event description:
The customer reported to olympus, during preparation for use, the endoscope reprocessor tested positive for an unspecified amount of nontuberculous mycobacteria in the water used when rinsing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer performed pre-cleaning of the scope and the user performed reprocessing. The customer used a non-olympus water filter that was replaced monthly. The user did not perform water line disinfection. The user performed routine maintenance per the instruction manual. The device was dried thoroughly and was not stored long-term. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow-up, the legal manufacturer's final investigation and correction to device evaluation from initial medwatch report. B5: updated with information received from the customer. Correction: h3 - checked "not returned to manufacturer" as the device was evaluated on-site by an olympus inspector. Inspection of the subject device found bacteria detected in a culture test of leak test water and the customer used the prefilter instead of the olympus water filter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. The cause of the user using a non-olympus water filter was due to cost reduction. The following information is stated in the instructions for use which may have prevented the event: "7.2 replacing the water filter always be sure to attach the water filter. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment piping and/or the scope and prevent effective reprocessing." Olympus will continue to monitor field performance for this device.

Event description:
Confirmed that the user did not use olympus water filter for cost reduction. Scopes reprocessed without setting water filter were not used for a patient.